Event description:
A cna was putting resident in bed. The cna pushed button on bed control and the computer under bed started to smoke. Cna immediately unplugged bed and removed resident and another nurse pulled fire alarm. Fire department determined that all was safe and bed was removed and replaced.